Event description:
It was reported that high capture threshold was observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasions were found at 9.6cm - 9.9cm and at 14.8cm - 15.1cm from the connector pin consistent with lead friction to the ICD can. The etfe coating of all the conductors were intact at these locations.